Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the issue as the reported problem cannot be duplicated due to damaged pt802 (exhalation flow transducer) (positive port is broken off), making the failure analysis investigation not possible. Received and visually inspected vela pcba, found transducer pt802 to be physically damaged. Positive port is broken off. No further investigation can be performed at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR: the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, after installing the main board, the customer calibrated the xdcrs, and testing went well until about halfway through, when the volume output began increasing to 12-1300ml when set to 500ml. The customer then attempted to replace the turbine, but the problem persisted. A replacement board has been ordered, and the part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had a transducer fault (xdcr) after replacing main board. Furthermore, there was no patient associated with the reported event.